Manufacturer narrative:
The customer reported the unit did not discharge during the shift check. This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported the unit did not discharge during the shift check.